Manufacturer narrative:
Concomitant medical product(s): product ID: 8596sc, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 22-sep-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving duramorph 5 mg/ml for a total dose of 0.3915 mg/day via an implantable pump for spinal pain. It was reported a lumbar magnetic resonance imaging (MRI) without contrast was performed and the hcp felt that there might be a possible catheter tip granuloma/granuloma at catheter tip. The patient's hcp was contacted. The catheter was explanted/replaced (removal and replacement of intrathecal drug infusion catheter) on (B)(6) 2017. The device disposition was unknown. The event resulted in medical or surgical intervention to prevent life threatening illness or injury to permanent impairment to a body structure or body function. The outcome of the event resolved without sequelae on (B)(6) 2017. The clinical diagnosis was possible catheter tip granuloma. The patient's weight was (B)(6). The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was unlikely related. The event date was (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the post-operative diagnosis was possible catheter tip granuloma. No further complications were reported.